Event description:
It was reported that the a 3garbase powered wheelchair gave the brake fault and would not allow the chair to drive. To drive, the user would turn of the chair and then turn it back on. The motor was replaced to correct the issue.